Event description:
The patient reported hearing an alarm in 2007. On five days later, the pt went to the emergency room where he was treated for withdrawal symptoms 'by injection' and prescribed oral medication. The pump was used to deliver bupivacaine and dilaudid. The hcp confirmed that the pump memory alarm had occurred, that the pump was in safe state, and that an underdose had occurred. The pump logs showed 'multiple reset occurred - low battery' alarms. The logs were reviewed by a technician who believed a 'motor lead short' had possibly occurred, although it was impossible to be certain unless the pump was returned for analysis. This was discussed with the hcp. The pump off password was given to the hcp in order to shut the pump off. The pt reported the withdrawal symptoms had abated because he was using oral medications. A follow-up report will be submitted if add'l information becomes available.